Event description:
It was reported that during a procedure there were leaking trocars and sleeves. The surgeon finished the case with the same trocars and sleeves as she started with. There were no pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the analysis results found that the cb12lt device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally leak tested and passed. The device was found to be fully functional and conforming to our mfg specs. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria were met before this batch was released for distribution. The analysis results of the cb12lt device (b) found that it was returned in good visual condition. The device was functionally leak tested and failed without the test probe inserted through the device. One possible cause for this type of issue is excessive bending load as a result from surgeon manipulation of inserted devices. The finally quality release criteria were met before this batch was released for distribution. Device b add'l info: batch # unk, exp date: unk, mfg date: unk, leak test failure. The analysis results found that the cb12lt device (c) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally leak tested and passed. The device was found to be fully functional and conforming to our mfg specs. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria were met before this batch was released for distribution. Device c add'l info: batch # unk, exp date: unk, mfg date: unk.